Manufacturer narrative:
The reported failure of a pressure sensor mismatch is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: DHR review was performed for the complaint device serial number h327392101562, review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy evo was returned to a third-party service center for evaluation. There was no harm or injury reported. During the initial evaluation a pressure sensor mismatch and machine flow drift alarm conditions were observed. The device's machine flow sensor was found to be contaminated and needs to be replaced. Additionally, not related to the reportable issue, a transient sensor event alarm and a sensor offset during drift calibration alarm were observed. The device's system board needs to be replaced. These issues would not affect the device's ability to deliver therapy as designed. The device's blower assembly, blower bellows seal and inline proximal filter need replaced due to dirt contamination. The device's air inlet foam filter, muffler assembly and particulate filter need to be replaced preventatively. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.